Event description:
Subsequent to the initial medwatch, the following information was received. Angiography was performed on (B)(6) 2010 for symptoms prior to the event of (B)(6) 2010 and both stented segments in the lad and om1 were widely patent. The rca is a small non-dominant vessel with disease ostially and in the mid vessel, no pci was performed at this time. The source documentation comments that the rca may be the culprit of this small troponin rise.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction is a known adverse event of coronary stenting in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the target lesion was located in the 1st obtuse marginal and was 99% stenosed. Pre-dilatation was performed prior to placement of a non-abbott 3.0 x 18/20 mm study stent, and post-dilatation was performed resulting in 0% residual stenosis. A non-target lesion in the proximal left anterior descending artery was treated with pre-dilatation and placement of a 3.0 x 18 mm promus stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2011 the site reported an event of myocardial infarction with an onset of (B)(6) 2010. The subject was hospitalized on (B)(6) 2010, 408 days post index procedure, and treated with medication. Troponin I was consistent with the protocol definition of a myocardial infarction. The event resolved without residual effects. The subject was discharged on (B)(6) 2010. No additional information was provided.